Event description:
Lvad high power consumption was noted (16.0w). Tee demonstrated inflow cannula tip directed towards the anterior septum and anterolateral wall. No overt obstruction noted. Phgb = 333 mg/dl on (B)(6) 2012. Suspect lvad thrombus as per md.